Event description:
It was reported that (5) devices were used during unk procedures from several hospitals. It was reported by the affiliate that the er320 jaws are all broken, and a subdealer (distributor), sent the several appliers to the office with no special reports (further info). There were no consequences to the pts.